Event description:
On (B)(6) 2012 customer reported that there was a diluent leak under the laser area of the lh750 analytical station. Customer stated that the leak was a small drip and it was contained inside the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a small drip from the sample line to the flowcell. Fse noted that the tubing has a fitted boot on the end, and the point at which the tubing and boot come together was leaking along the seam. Fse replaced the tubing and verified system performance. This resolved the leak.

Manufacturer narrative:
(B)(4).